Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine. The technical service representative (tsr) explained the alarm indicates air entered the set up and advised that all new supplies are needed. The tsr reviewed proper procedures and advised the hp to follow up with the nurse regarding the alarm. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.